Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: a2dr01, implantable pulse generator (ipg), implanted: (B)(6) 2013; 5086mri, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced increased fatigue. There was oversensing on the right atrial (ra) lead. The device was reprogrammed and the lead remains in use. The patient was enrolled in the (B)(4). No patient complications have been reported as a result of this event.